Event description:
It was reported that patient presented remotely via merlin.net transmission. Multiple episodes of nonsustained ventricular oversensing was noted. There was inhibition of single cycle of pacing, multiple times during the oversensing episodes. The source of noise was undetermined. No patient symptoms were noted. Patient will continue to be monitored remotely.

Event description:
New information available on (B)(6) 2017 states that the device was reprogrammed. After the programming changes were made, nonsustained ventricular oversensing episodes continued. The review of egm notes possible right ventricular lead noise. No further information was available